Event description:
The patient had a previous bilateral slipped capital femoral epiphysis fixed initially with percutaneous pin fixation in 2004. He has gone on to some femoral head collapse and a malunion with some avascular necrosis of his femoral head. He had a proximal femoral valgus flexion-producing osteotomy in late 2007 on the right side, which initially was doing well, but while working with physical therapy, he felt a pop in his right hip. X-rays demonstrated failure of the plate at the osteotomy site. The patient underwent hardware removal and treatment of nonunion at the right proximal femoral osteotomy site.